Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.3, lab-inr: 2.5 (same day) with one pt. Also advised to complete a self test or have colleague test on the meter, someone not on coumadin normal range is 0.7-1.2 inr. She will review tech bulletins and also complete a self test. She will call back with results. (B)(4).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3, reference: 2.5, mean: 1.90, confidence-limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, the products associated to this complaint are not expected to be returned. No further investigation will be required.